Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding an implant procedure. The patient was being implant for urinary dysfunction/sacral nerve stim, fecal incontinence, and gastrointestinal/ pelvic floor. It was reported that the healthcare professional (hcp) had a lead insertion difficulty during a procedure. It was stated when the physician was placing lead, they were feeding it down the introduced and encountered significant resistance. After fluoro was taken, it was seen that the 0 contact had been bent in a 180-degree position and was crimped. They pulled the lead out and could see that it was damaged. A new lead was implanted with no issue. No symptoms reported, and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: (B)(4). Product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis found electrode at the distal end of the lead was bent due to procedural error. If information is provided in the future, a supplemental report will be issued.